Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the ventilator inoperative alarm was duplicated during operational inspection. The device's display board was replaced to address the issues. Additionally, an outlet side panel was replaced. Also, final testing, battery check, valve check, run in tests, and cleaning were performed, and the unit operated properly.

Manufacturer narrative:
H3 other text : device has not been returned to the manufacturer.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.